Event description:
The pt's mother reported the pt fell into a lake with his insulin infusion device on. She stated the device displayed an e7 (electronic error) message and the buttons are not responding. The mother stated there is water behind the display screen. The pt was advised to let the insulin infusion device dry out upside down and empty. She stated the pt will go on injections. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.